Event description:
The angiosculpt balloon was inflated three times under rbp (10-13 atm) with no issues. Per the physician, this may have been user error since the balloon may not have been entirely deflated when he attempted to withdraw from the patient, under the belief that it was fully deflated. Some contrast may have been left in the balloon, which possibly resulted in contrast to get trapped, then accumulate in the bulb of the balloon during retraction. The physician then attempted several times to re-inflate the balloon, but unable to do so. During removal, the device broke apart within the vessel, resulting in the need to snare it in its entirety.

Manufacturer narrative:
Block b5: added additional complaint details provided by the facility. Block d11: provided size of introducer sheath and guide catheter. Block h6: based on the additional complaint details provided by the facility, user error likely caused or contributed to the shaft separation. Update to FDA code 22 from the initial report: the IFU instructs to apply negative pressure to the inflation device and confirm the balloon is fully deflated prior to removing the angiosculpt catheter. H3 other text : placeholder.

Manufacturer narrative:
The patient's dob, age at time of event, or weight is unknown. Attempts to obtain this information has not been successful. The angiosculpt device was unable to deflate. Additional intervention was required to remove from the patient, thus resulted in a prolonged procedure. During lab analysis, a shaft separation was observed. Patient information regarding relevant tests/ laboratory data or medical history are unknown. Attempts to obtain this information has not been successful. The angiosculpt device was returned in two pieces. Visual examination found a damaged distal bond with four leaflets lifted, but remained intact. The scoring element was misaligned with one bent strut. The intermediate bond was damaged with one ring lifted. The shaft was kinked and the transition tubing was severely stretched, accordion-like, and separated in two pieces. Due to the shaft separation, the balloon deflation issue could not be replicated. Based on the lab analysis, excessive exertion of force applied by the user was likely necessary in order to remove from the patient, resulting in the shaft separation. Per the IFU, retained device component is listed as a possible adverse effect of the procedure.

Event description:
The balloon did not deflate completely. The customer was able to deflate enough to remove the balloon using a snare. A new device was used to complete the procedure. No patient injury occurred.